Event description:
It was reported during a percutaneous transluminal angioplasty stent procedure, and after deflation of the balloon, catheter couldn't be removed from a 7fr sheath. The catheter and introducer were removed as a single unit. No pt injury or further complications were reported.